Manufacturer narrative:
Conclusion: ahmad khaldi, et al "the orbit galaxy xtrasoft coils: a multicenter study of coil safety and efficacy in both ruptured and unruptured cerebral aneurysms"; journal of vascular and interventional neurology, (B)(6) 2012 reported an intraoperative re-rupture with no neurological deficits in one patient. The patient was discharged home within 10 days of the procedure. There is no unique identifying patient, target site, event description, or hospital information. At least one galaxy xtrasoft coil was used in the treatment of the subject aneurysms. Galaxy coils were used alone in 16 patients and in combination with other coils in 41 patients. There were 25 patients with ruptured aneurysms and 32 with elective coiling treated at five centers between the dates of (B)(6) 2010 and (B)(6) 2010. All treated aneurysm were considered saccular in shape. Three ruptured aneurysm treatments utilized balloon assistance and 15 unruptured required stent assistance. Forty one patients were female. The mean age was (B)(6). The mean unruptured aneurysm size (7.0 plus or minus 3.3mm) was slightly larger than the ruptured aneurysm size (mean 6.7 plus or minus 4.8mm). The neck size range was 1.5-6.9mm with the neck size of the unruptured aneurysm larger than those of the ruptured aneurysms. The authors conclude that in this series of more than 50 patients assessing the feasibility of the galaxy xtrasoft coils for endovascular treatment for both ruptured and unruptured aneurysms, galaxy xtrasoft coils were used safely in patients with good aneurysm obliteration and a low complication rate. There are no devices available for analysis and the lot number is not known; therefore a device history record review cannot be completed. Based on the lack of information pertaining to the reported intra-operative rupture, and the report that in some patients the galaxy was used in combination with other coils, a definitive conclusion regarding the relationship of the galaxy to the rupture cannot be determined. Aneurysm rupture is a known potential adverse event associated with coil embolization as outlined in the instructions for use. These procedures are performed in vessels with existing aneurysms and known vessel wall weakness. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
Ahmad khaldi, et al "the orbit galaxy xtrasoft coils: a multicenter study of coil safety and efficacy in both ruptured and unruptured cerebral aneurysms"; journal of vascular and interventional neruology (B)(6) 2012 reported an intraoperative rupture with no neurological deficits in one patient. The patient was discharged home within 10 days of the procedure. There is no unique identifying patient, target site, event description, or hospital information. At least one galaxy xtrasoft coil was used in the treatment of the subject aneurysms. Galaxy coils were used alone in 16 patients and in combination with other coils in 41 patients. There were 25 patients with ruptured aneurysms and 32 with elective coiling treated at five centers between the dates of (B)(6) 2010 and (B)(6) 2010. All treated aneurysm were considered saccular in shape. Three ruptured aneurysm treatments utilized balloon assistance and 15 unruptured required stent assistance. Forty one patients were female. The mean age was (B)(6). The mean unruptured aneurysm size (7.0 plus or minus 3.3mm) was slightly larger than the ruptured aneurysm size (mean 6.7 plus or minus 4.8mm). The neck size range was 1.5-6.9mm with the neck size of the unruptured aneurysm larger than those of the ruptured aneurysms.